Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing threshold that resulted in loss of capture was observed on the left ventricular (lv). Diagnostic imaging was done and revealed lv lead dislodgement. The lead was repositioned to resolve the event and the patient was stable.